Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of a stent buckled.

Event description:
It was reported that, during a ureteric stent placement procedure a contour vl ureteral stent was used, the stent was inserted over the guidewire with a pusher to push the stent over the wire. It was observed that the stent crimpled the wire and the wire could not be retracted. The stent and the guidewire were removed by pulling antegradely. Another new stent and guidewire were used to complete the procedure.